Event description:
New information received surrounding the reported event notes that the patient received inappropriate shock. It was determined that the patient's right ventricular (rv) lead was dislodged. A rv lead revision was completed on (B)(6) 2025, as previously reported. The patient was discharged with no complication the same day. Following the rv lead revision, the patient had a post-op follow up in clinic on (B)(6) 2025 with normal device function. No additional complaint was listed by the patient at this time. Another follow up on (B)(6) 2025 noted unrelated shoulder pain with no mention on an issue. The patient's relative indicated they had requested to see a specialist due to the patient experiencing breathing difficulties and reported a lack of energy. A pulmonologist was seen on (B)(6) 2025. Imaging studies were performed, and it was confirmed the patient's diaphragm was partially paralyzed. The clinician could not confirm whether or not the partial diaphragm paralysis was related or not to the procedure on (B)(6) 2025 but the patient's relative seemed to believe it may have been related but was unsure.

Manufacturer narrative:
Please note: this original event is related to 2017865-2026-05005. The information in 2017865-2026-05005 has been combined to this report as a follow up as the unknown product in 2017865-2026-05005 was identified to be related and a duplicate of this originally reported event.

Event description:
It was reported that the patient presented in the clinic for follow-up. Upon device interrogation, the right ventricular (rv) lead exhibited loss of capture. The lead was explanted and replaced. The patient was in stable condition.